Event description:
An international distributor reported that a gastrostomy tube became dislodged from the gastric stoma during the night. The stoma had constricted enough that the nurse at the hosp could only insert a 6f catheter and had the pt seen by a surgeon. The surgeon dilated the tract, replaced the tube and discharged the pt home. One day after the feeding was started, the pt suffered cardiac arrest and expired. The cause of death was peritonitis caused by enteral formula leakage into the peritoneal space.